Event description:
The account alleged the brakes were not locking. No patient impact.

Manufacturer narrative:
The technician found the account was not pushing down on the brake hard enough to set them. The technician in-serviced the account staff on how to set brakes properly to resolve the issue.